Event description:
Caller tested 4.1 inr and 3.1 inr on the coaguchek xs system while a professional coaguchek xs system returned as 2.9 inr. No treatment required. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device not returned to manufacturer.